Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) oversensing and false ventricular fibrillation episodes were observed. All other electrical measurements were normal and in range. The rv lead was capped and replaced and the patient was in stable condition.